Event description:
The pump was returned for investigation. Investigation revealed that the battery cap was stripped. Investigation also revealed that the display was dim and discolored. Additionally, investigation revealed that the battery compartment was cracked. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 07/28/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/28/2014 with the following findings:visual inspection revealed that the battery compartment was cracked. The returned battery cap was found to be stripped. During testing, the display was found to be dim and discolored. Unrelated to the complaint, evaluation revealed that the audio bolus button cover was torn/punctured. (B)(6).